Event description:
Consumer reports that the strings on the tampon were falling off upon trying to remove the product.

Manufacturer narrative:
Date of this report is 04/19/2011. This closes out this report unless significant additional information is received.